Event description:
It was reported to kendall hq on 06/07/01 that a staff member at facility had experienced a needlestick injury in may 2001 from a monoject lancet which had not retracted after use. Device was discarded.